Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a spark coming from the module controller board. A field service engineer replaced the drawer slide rail and upon further inspection, a broken retractor band was found. The retractor band and module printed circuit board (pcb) were both replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer requires replacement of the rails and drawer board. The drawer sparked against the rail, and upon reboot, the system displayed only the bios ID login screen. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer requires replacement of the rails and drawer board. The drawer sparked against the rail, and upon reboot, the system displayed only the bios ID login screen. However, there were no delay or adverse events or injuries reported based on this event.